Manufacturer narrative:
Concomitant product/s: eeaorvil25a eeaorvil25a eea orvil 25mm automaticdv lot #:n0h0973y eeaorvil25a eeaorvil25a eea orvil 25mm automaticdv lot #:n0h0973y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, while insertion of the orvil, the orvil anvil trocar spike disengaged with the plastic tube and needed to pulled back out with the proximal guide suture. It occurred with two circular staplers from the same lot. To resolve the issue, the device was replaced by another lot. There was no patient injury. Medtronic's initial evaluation of the returned product found that the driver was observed to be broken, with a portion of the driver missing.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Visual inspection noted the instrument was received partially applied. The clip counter was not active. No visual abnormalities were observed with the instrument. Functionally, the in strument was cycled to load a clip. The driver was observed to be broken, with a portion of the driver missing. The function of the driver is to advance through the jaw channel and make them close. When the driver moves backwards, jaw will open. When the driver is broken, the clips will not load properly into the jaws as expected. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.